Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. The customer reported that the inside of the battery cap appeared to be worn. Blood glucose level at the time of the incident was 88 mg/dl. During troubleshooting, the customer received an additional failed battery test. The customer was advised that he would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation, no unexpected low battery alarms or failed battery test alarms were noted and the operating currents are within specifications. However, the insulin pump was received with cracked case at the display window corners and minor scratched lcd window.